Event description:
It was reported that during a da vinci pulmonary lobectomy procedure, the customer noted that the schertel grasper instrument tips were not aligned. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. Upon inspection the two grips were aligned. An additional observation not reported by site was that the main tube insulation exhibited various scratch marks with material removal. The scratches measured approximately .072- .244 in length. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.